Manufacturer narrative:
Per the user guide: change your cartridge as soon as possible to avoid the empty cartridge alarm and running out of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid out of insulin alarm sounded when the cartridge was out of insulin and the customer wanted to stop the alarm. Tandem clinical diabetes specialist informed the customer that the pump was designed to notify the customer when there was no insulin in the cartridge and advised the customer to change out the cartridge every 3 days or when the pump sounds a low insulin alert. Customer reported that blood glucose was impacted and declined to provide further information.